Event description:
(B)(4). I was supposed to get a simple tying of my tubes. But wasn't told I was getting clips to prevent pregnancy after having my baby girl. These clips have made my life a living hell. I have almost had every side effect there is. Horrible cramping..heavy periods..mood swings..heart palpation. Anxiety out of this world...headache..lost of sex drive...I cry almost everyday from the pain and anxiety that I experience everyday. I'm always extremely fatigue...and depressed..I have lost so many jobs not being able to function right after having these clips placed in me. I just want to go back to feeling like myself again. Can someone please.....I beg you please help us. And get these clips off the market!!!!!!!!please!